Manufacturer narrative:
Product event summary: analysis could not confirm that the programmer shut down during a case. However, a slow boot and overheating message were found in the logs. It was also found that the power cord bay assembly latches were broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shut down during testing leads through the implanted device. The programmer has been returned for repair. No patient complications have been reported as a result of this event.